Event description:
The stenting physician is reported to have removed the pre-mounted coronary artery stent from the stent delivery system and then placed the stent on a goldie balloon catheter. It is reported that this was done in order to allow for the use of a 6 french sheath at the procedure access site. The coronary stent is then reported to have become dislodged from the goldie catheter and to have embolized in the pt's brachial artery. The pt was subsequently sent to surgery for removal of the stent from the brachial artery. No further complications are reported relative to this procedure.